Event description:
Infection/erosion aha23236 was a capped lead that was explanted due to the infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).